Manufacturer narrative:
Analysis of the lead, lot # lb0288, found that the lead body had a broken conductor and the anchor site was unknown. Analysis of the implantable neurostimulator, serial# (B)(4), found no significant anomaly. The implantable neurostimulator battery was not in a new condition. Analysis of the extension, serial # (B)(4), found that the extension body¿s outer insulation had a breached depression. Analysis of the extension, serial # (B)(4), found no significant anomaly. The extension body had been cut through and the product was segmented. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3998, lot # lb0288, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type lead; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type extension; product ID 7435, serial # (B)(4), product type programmer, patient; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7495lz51, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7495lz51; serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported that the lead and extension had broken at the lead-extension site. Both impedance testing and reprogramming was done and ¿over impedances¿ were found. The cause of the broken leads was unknown. Additionally, the patient had been feeling some shocking sensations at the lead-extension connection location and the battery ¿may have depleted prematurely.¿ the battery was noted to have been ¿close to depletion at less than 20 percent.¿ the entire system was replaced. After the replacement procedure, the patient was getting good stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.